Event description:
Contacted regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 3/5 of pt's automated peritoneal dialysis therapy. Per initial report, the home pt noted that a supply line of the homechoice cassette had become disconnected from the supply bag for an unknown reason. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.